Event description:
It was reported that during preparation for a coronary artery stenting treatment procedure, stent damage occurred. While removing the 2.75x16mm liberte bare monorail stent delivery system (sds) from the hoop, after opening the package and flushing, it was found to have stent damage. The stent strut was lifted up. The procedure was completed with another unspecified device. There was no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.